Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2 reference mrg. Report #: 1627487-2014-26521. The patient has a scs system which includes two leads from the same lot. It was reported the patient was not receiving effective stimulation from her current scs system. The patient underwent a surgical procedure to remove and replace the leads and ipg.